Event description:
There was an allegation of questionable results from the cobas pure c 303 analytical unit. The initial cholesterol result was 125 mg/dl, and the repeat result was 221 mg/dl. A new sample was drawn from the patient, and the result was 225 mg/dl. The initial hemoglobin a1c result was 17.3% with a data flag, and the repeat result was 6.97% with a data flag. A new sample was drawn from the patient, and the result was 6.96%. The repeat results were believed to be correct.

Manufacturer narrative:
The cholesterol reagent lot number was 900693. The hemoglobin a1c reagent lot number was 936249. The expiration dates were not provided. The field service engineer found the cuvette was overflowing and found serum residue on the sample probe. He cleaned the residue and then replaced the sample probe. He performed a water and cleaning solution flushing for the cuvette and performed a mechanism check and system wash. Qc was performed and was acceptable. The investigation is ongoing.

Manufacturer narrative:
The cholesterol reagent expiration date was 31-may-2026. Since the provided data for calibration and qc were within specification, general reagent or application-related issues were excluded. The investigation determined the issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.